Manufacturer narrative:
Thrombocytopenia is a condition in which you have a low blood platelet count. Platelets (thrombocytes) are colorless blood cells that help blood clot. Platelets stop bleeding by clumping and forming plugs in blood vessel injuries. Thrombocytopenia may be mild and cause few signs or symptoms. In rare cases, the number of platelets may be so low that dangerous internal bleeding occurs and may require a transfusions of packed red blood cells or platelets. There are medications that may cause thrombocytopenia used during the tvr procedure which include blood thinners such as aspirin, clopidogrel, prasugrel and heparin. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The thrombocytopenia observed on pod 6 and platelet count decreased to approximately 50000/'ul. With the limited information provided, the cause of the thrombocytopenia is unknown but may be related to the mechanisms described above. The medical opinion was that although the cause of the thrombocytopenia was unknown, there is a possible involvement of the s3ur valve in the thrombocytopenia. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by edwards japanese affiliate, six (6) days post transfemoral tavr with a 23 mm sapien 3 ultra resilia (s3ur) valve, thrombocytopenia was noted, and platelet count decreased to approximately 50000/'ul. The hospitalization was extended for monitoring. Afterward, the patient was transferred to the referring hospital. It is planned that the patient will be consulted with a hematologist at the next follow-up visit since thrombocytopenia was noted during postoperative course. Per the medical opinion, no symptoms of thromboembolism were observed, and the cause of the thrombocytopenia was unknown. The relationship of the implanted valve or the tavr procedure to the event could not be determined.' Additional information was obtained. A platelet transfusion was performed. The patient is still being monitored at the referring hospital. Per medical opinion, although the cause of the thrombocytopenia was unknown, there is a possible involvement of the s3ur valve in the thrombocytopenia.